Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 expiry; g3; h2; h3; h4; h6; h10. The following sections were corrected: d4 lot. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: claim brief ¿ black fluid encountered. Femoral head ¿ mom reaction; trunnion black metal noted, scrubbed clean. Well fixed cup, removed , noted medial acetabular wall absent adverse reaction to metal debris excised, bone graft placed. Path report ¿ confirmation of reaction to synthetic material such as metal debris. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: suggested component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 11 years post-implantation, the patient underwent a left hip revision due to metal related pathology and pain. During the procedure, there was black debris note on the head and trunnion. It was noted that the medial acetabular wall was absent; metal reaction debris was excised and a bone graft placed. All components were revised. Attempts have been made and no further information has been provided.